Event description:
The customer reported the device has a distorted display. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.